Manufacturer narrative:
As reported, part of the collagen plug of a 5f mynxgrip vascular closure device (vcd) came back with the unknown sheath upon deployment. Manuel pressure was held. There was no harm to the patient. There was no reported patient injury. The product was returned for analysis. A non-sterile ¿mynxgrip vascular closure device¿ was returned along with an unknown non-cordis csi inside a clear plastic bag for investigation. Per visual analysis, the shuttle is engaged to the black handle. The syringe was connected to the device with the stopcock open, the advancer tube was found removed from the device. The sealant was not returned for analysis. The non-cordis procedure sheath of the proper french size 5 was returned with the device inserted inside. The balloon is fully deflated. The device was inspected for damages/anomalies that may have contributed to the reported incident, and no visual damages or anomalies were observed. The device was returned fully deployed, the shuttle engaged to the black handle, and the advancer tube was found dissembled, which matched the intended use per the mynxgrip instructions for use. A product history record (phr) review of lot f2232003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed during analysis of the returned device. Without the return of the sealant a complete physical evaluation could not be performed. Procedural factors, such as incorrectly following the instructions for use (IFU), may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place while withdrawing the balloon catheter through the advancer tube lumen and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Neither the phr review nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, part of the collagen plug of a 5f mynxgrip vascular closure device (vcd) came back with the unknown sheath upon deployment. Manuel pressure was held. There was no harm to the patient. There was no reported patient injury. The device will be returned for evaluation.

Event description:
As reported, part of the collagen plug of a 5f mynxgrip vascular closure device (vcd) came back with the unknown sheath upon deployment. Manuel pressure was held. There was no harm to the patient. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2232003 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.